Manufacturer narrative:
Bayer case number: (B)(4) migration and entrapment of the essure in the uterus and the fallopian tubes [embedded device], migration of essure [device migration], abdominal pain [abdominal pain] , chronic and debilitating pelvic pain [pelvic pain female] , localized pain in the left iliac fossa that increased to become a completely disabling and continuous pain [iliac fossa pain] , biliary colic [biliary colic] , renal gravel [renal calculi] , heavy bleeding [genital bleeding] , early menopause [early menopause] , persistent hot flashes [hot flashes] , difficulty controlling body weight [inability to lose weight], significant alterations in her sexual experience, [sexual problem] , psychological impact [psychological disorder] . Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("migration and entrapment of the essure in the uterus and the fallopian tubes"), device dislocation ("migration of essure") and abdominal pain ("abdominal pain") in a female patient who had essure inserted (lot no. C13142) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In (B)(6)2015, the patient had essure inserted. In 2019 she experienced pelvic pain ("chronic and debilitating pelvic pain") and abdominal pain lower ("localized pain in the left iliac fossa that increased to become a completely disabling and continuous pain"). Essure was removed on (B)(6) 2025. On unknown date she experienced embedded device (seriousness criterion intervention required), device dislocation (seriousness criterion intervention required), abdominal pain (seriousness criterion hospitalisation), biliary colic ("biliary colic"), nephrolithiasis ("renal gravel"), genital haemorrhage ("heavy bleeding"), premature menopause ("early menopause"), hot flush ("persistent hot flashes"), weight loss poor ("difficulty controlling body weight"), sexual dysfunction ("significant alterations in her sexual experience,") and mental disorder ("psychological impact"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy via midline laparotomy). At the time of the report, the premature menopause, hot flush, weight loss poor, sexual dysfunction and mental disorder had not resolved. The outcomes for embedded device, device dislocation, abdominal pain, pelvic pain, abdominal pain lower, biliary colic, nephrolithiasis and genital haemorrhage were unknown. The reporter considered abdominal pain, abdominal pain lower, biliary colic, device dislocation, embedded device, genital haemorrhage, hot flush, mental disorder, nephrolithiasis, pelvic pain, premature menopause, sexual dysfunction and weight loss poor to be related to essure administration. The reporter commented: essure inserted in (B)(6) 2015 for permanent sterilization. At the time of the implantation, the patient began to experience a series of severe and debilitating adverse events that did not correspond with the usual reported risks. The gynecological examinations consisted of cytology and breast palpation without radiological or ultrasound checks aimed at verifying the integrity and position of the micro implants. By the year 2019, the adverse events included chronic and debilitating pelvic pain, localized pain in the left iliac fossa that increased to become a completely disabling and continuous pain. Due to the persistence and intensity of the symptoms, the patient was forced to go to the emergency service of the urgent health center on multiple occasions, and the responses were overweight, biliary colic, and the presence of renal gravel, never, in any of those visits, was an ultrasound or other imaging test requested to rule out. Due to the persistence and worsening of her condition, in the year 2024 she was referred to the gynecology department of the hospital clinic, with a follow-up visit scheduled for three months later. However, before being evaluated, she had to go to the emergency service due to a severe episode of abdominal pain. At that time, a transvaginal ultrasound was performed, which revealed the migration of essure. Despite this finding, urgent surgery was ruled out, and she was placed on a waiting list. In the following months, she experienced very heavy bleeding and intense pain that forced her to go repeatedly to both the emergency department of the hospital clinic and to the finally, she underwent surgery on (B)(6) 2025 extraction of the device and sequelae: the patient underwent hysterectomy with bilateral salpingectomy via midline laparotomy. During the surgery, the doctors confirmed the migration and entrapment of the essure in the uterus and the fallopian tubes, along with an intense local inflammatory process as of today, and as a consequence of all the above, the patient suffers from permanent and irreversible sequelae, including: the irreversible loss of reproductive capacity resulting from the removal of the fallopian tubes, functional early menopause, persistent hot flashes, difficulty controlling body weight, significant alterations in her sexual experience, and psychological impact. Diagnostic results (normal ranges are provided in parenthesis if available): [ultrasound scan] (date unknown): which revealed the migration of essure batch number- c13142; manufacture date- 31-jan-2014; expiration date- 31-jan-2017. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analysis of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 18-nov-2025: quality safety evaluation of product technical complaint. Case comments: a technical investigation was conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4) migration and entrapment of the essure in the uterus and the fallopian tubes [embedded device] , fragments of essure are observed at the level of the left ovary and are removed [device breakage] , migration of essure [device migration] , abdominal pain [abdominal pain] , chronic and debilitating pelvic pain [pelvic pain female], localized pain in the left iliac fossa that increased to become a completely disabling and continuous pain [iliac fossa pain] , biliary colic [biliary colic] , renal gravel [renal calculi] , heavy bleeding [genital bleeding] , early menopause [early menopause] , persistent hot flashes [hot flashes] , difficulty controlling body weight [inability to lose weight] , significant alterations in her sexual experience, [sexual problem], psychological impact [psychological disorder] . Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("migration and entrapment of the essure in the uterus and the fallopian tubes"), device breakage ("fragments of essure are observed at the level of the left ovary and are removed"), device dislocation ("migration of essure") and abdominal pain ("abdominal pain") in a female patient who had essure inserted (lot no. C13142) for female sterilisation. Additional non-serious events are detailed below. Concurrent conditions were listed as abdominal pain and ankle sprain. In (B)(6) 2015, the patient had essure inserted. In 2019 she experienced pelvic pain ("chronic and debilitating pelvic pain") and abdominal pain lower ("localized pain in the left iliac fossa that increased to become a completely disabling and continuous pain"). On unknown date she experienced embedded device (seriousness criterion intervention required), device breakage (seriousness criterion medically important), device dislocation (seriousness criterion intervention required), abdominal pain (seriousness criterion hospitalisation), biliary colic ("biliary colic"), nephrolithiasis ("renal gravel"), genital haemorrhage ("heavy bleeding"), premature menopause ("early menopause"), hot flush ("persistent hot flashes"), weight loss poor ("difficulty controlling body weight"), sexual dysfunction ("significant alterations in her sexual experience,") and mental disorder ("psychological impact"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy via midline laparotomy and). Essure was removed on (B)(6) 2025. At the time of the report, the premature menopause, hot flush, weight loss poor, sexual dysfunction and mental disorder had not resolved. The outcomes for embedded device, device breakage, device dislocation, abdominal pain, pelvic pain, abdominal pain lower, biliary colic, nephrolithiasis and genital haemorrhage were unknown. The reporter considered abdominal pain, abdominal pain lower, biliary colic, device breakage, device dislocation, embedded device, genital haemorrhage, hot flush, mental disorder, nephrolithiasis, pelvic pain, premature menopause, sexual dysfunction and weight loss poor to be related to essure administration. The reporter commented: essure inserted in (B)(6) 2015 for permanent sterilization. At the time of the implantation, the patient began to experience a series of severe and debilitating adverse events that did not correspond with the usual reported risks. The gynecological examinations consisted of cytology and breast palpation without radiological or ultrasound checks aimed at verifying the integrity and position of the micro implants. By the year 2019, the adverse events included chronic and debilitating pelvic pain, localized pain in the left iliac fossa that increased to become a completely disabling and continuous pain. Due to the persistence and intensity of the symptoms, the patient was forced to go to the emergency service of the urgent health center on multiple occasions, and the responses were overweight, biliary colic, and the presence of renal gravel, never, in any of those visits, was an ultrasound or other imaging test requested to rule out. Due to the persistence and worsening of her condition, in the year 2024 she was referred to the gynecology department of the hospital clinic, with a follow-up visit scheduled for three months later. However, before being evaluated, she had to go to the emergency service due to a severe episode of abdominal pain. At that time, a transvaginal ultrasound was performed, which revealed the migration of essure. Despite this finding, urgent surgery was ruled out, and she was placed on a waiting list. In the following months, she experienced very heavy bleeding and intense pain that forced her to go repeatedly to both the emergency department of the hospital clinic and to the finally, she underwent surgery on (B)(6) 2025 extraction of the device and sequelae: the patient underwent hysterectomy with bilateral salpingectomy via midline laparotomy. During the surgery, the doctors confirmed the migration and entrapment of the essure in the uterus and the fallopian tubes, along with an intense local inflammatory process as of today, and as a consequence of all the above, the patient suffers from permanent and irreversible sequelae, including: the irreversible loss of reproductive capacity resulting from the removal of the fallopian tubes, functional early menopause, persistent hot flashes, difficulty controlling body weight, significant alterations in her sexual experience, and psychological impact. Diagnostic results (normal ranges are provided in parenthesis if available): [full blood count] (date unknown): leukocytes at 11.42 109 /l (normal range = 4.00 ¿ 11.00); red blood cells at 3.74 1012/l (normal range = 3.80 ¿ 4.80); hemoglobin at 112 g/l (normal range = 120 ¿ 150); hematocrit at 0.330 l/l (normal range = 0.360 ¿ 0.460); neutrophils at 80.3% (normal range = 45.0 ¿ 75.0); lymphocytes at 13.0% 9 (normal range = 17.0 ¿ 55.0); neutrophils at 9.17 109 /l (normal range = 2.00 ¿ 7.00) [pathology test] on (B)(6) 2025: on gross examination, a total hysterectomy specimen with bilateral salpingectomy is described, weighing 105 grams and measuring 10 × 6 × 3 cm, with a smooth, pink surface. The exoergic measures 2.4 × 0.8 cm and is whitish and smooth. On opening the specimen, a 4-cm endocervical canal and a uterine cavity measuring 3 × 2 cm are observed. Metallic devices are identified in both fallopian tubes, as well as a 2-cm area of discontinuity. One fallopian tube is intact and measures 2.5 × 0.6 cm. The other fallopian tube is received in multiple fragments, in which metallic remnants are also identified. Blocks: exocervix (1/2). 2¿7. Endometrium and myometrium (6/6). Intact fallopian tube (1/4). Representative sections of fragments of the other fallopian tube (1/4). Final diagnosis: secretory phase endometrium. Cervix, uterine body, and fallopian tubes without significant alterations. No histological evidence of malignancy [ultrasound scan] on (B)(6) 2025: uterus in anteversion, linear endometrium in appearance (3mm maximum thickness). Homogeneous myometrium. Both essures can be visualized, the right one intramurally and the left one in contact with the endometrial cavity, without an intratubal portion. Ovaries of normal location, echostructure, and size. No free fluid; on (B)(6) 2025: uterus in anteversion, linear endometrium in appearance (3mm maximum thickness). Homogeneous myometrium. Both essures can be visualized, the right one intramurally and the left one in contact with the endometrial cavity, without an intratubal portion. Ovaries of normal location, echostructure, and size. No free fluid; (dates unknown): which revealed the migration of essure and uterus in anteversion, endometrium with a homogeneous appearance and a maximum thickness of 10mm. Homogeneous myometrium. Both essuress are visualized in the same location as in previous ultrasounds. Ovaries of normal location, echostructure, and size. No free flui batch number- c13142; manufacture date- 31-jan-2014; expiration date- 31-jan-2017. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analysis of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 18-dec-2025: medical record received. Event device breakage added. Surgical pathology report addded.medical history added. Additional reporter added. Case comments: a technical investigation was conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
Bayer case number: (B)(4) migration and entrapment of the essure in the uterus and the fallopian tubes [embedded device], migration of essure [device migration] , abdominal pain [abdominal pain], chronic and debilitating pelvic pain [pelvic pain female] , localized pain in the left iliac fossa that increased to become a completely disabling and continuous pain [iliac fossa pain] , biliary colic [biliary colic] , renal gravel [renal calculi] , heavy bleeding [genital bleeding] , early menopause [early menopause] , persistent hot flashes [hot flashes] , difficulty controlling body weight [inability to lose weight] , significant alterations in her sexual experience, [sexual problem] , psychological impact [psychological disorder] . Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("migration and entrapment of the essure in the uterus and the fallopian tubes"), device dislocation ("migration of essure") and abdominal pain ("abdominal pain") in a female patient who had essure inserted (lot no. C13142) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2015, the patient had essure inserted. In 2019 she experienced pelvic pain ("chronic and debilitating pelvic pain") and abdominal pain lower ("localized pain in the left iliac fossa that increased to become a completely disabling and continuous pain"). On unknown date she experienced embedded device (seriousness criterion intervention required), device dislocation (seriousness criterion intervention required), abdominal pain (seriousness criterion hospitalisation), biliary colic ("biliary colic"), nephrolithiasis ("renal gravel"), genital haemorrhage ("heavy bleeding"), premature menopause ("early menopause"), hot flush ("persistent hot flashes"), weight loss poor ("difficulty controlling body weight"), sexual dysfunction ("significant alterations in her sexual experience,") and mental disorder ("psychological impact"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy via midline laparotomy). Essure was removed on (B)(6) 2025. At the time of the report, the premature menopause, hot flush, weight loss poor, sexual dysfunction and mental disorder had not resolved. The outcomes for embedded device, device dislocation, abdominal pain, pelvic pain, abdominal pain lower, biliary colic, nephrolithiasis and genital haemorrhage were unknown. The reporter considered abdominal pain, abdominal pain lower, biliary colic, device dislocation, embedded device, genital haemorrhage, hot flush, mental disorder, nephrolithiasis, pelvic pain, premature menopause, sexual dysfunction and weight loss poor to be related to essure administration. The reporter commented: essure inserted in (B)(6) 2015 for permanent sterilization. At the time of the implantation, the patient began to experience a series of severe and debilitating adverse events that did not correspond with the usual reported risks. The gynecological examinations consisted of cytology and breast palpation without radiological or ultrasound checks aimed at verifying the integrity and position of the micro implants. By the year 2019, the adverse events included chronic and debilitating pelvic pain, localized pain in the left iliac fossa that increased to become a completely disabling and continuous pain. Due to the persistence and intensity of the symptoms, the patient was forced to go to the emergency service of the urgent health center on multiple occasions, and the responses were overweight, biliary colic, and the presence of renal gravel, never, in any of those visits, was an ultrasound or other imaging test requested to rule out. Due to the persistence and worsening of her condition, in the year 2024 she was referred to the gynecology department of the hospital clinic, with a follow-up visit scheduled for three months later. However, before being evaluated, she had to go to the emergency service due to a severe episode of abdominal pain. At that time, a transvaginal ultrasound was performed, which revealed the migration of essure. Despite this finding, urgent surgery was ruled out, and she was placed on a waiting list. In the following months, she experienced very heavy bleeding and intense pain that forced her to go repeatedly to both the emergency department of the hospital clinic and to the finally, she underwent surgery on (B)(6) 2025 extraction of the device and sequelae: the patient underwent hysterectomy with bilateral salpingectomy via midline laparotomy. During the surgery, the doctors confirmed the migration and entrapment of the essure in the uterus and the fallopian tubes, along with an intense local inflammatory process as of today, and as a consequence of all the above, the patient suffers from permanent and irreversible sequelae, including: the irreversible loss of reproductive capacity resulting from the removal of the fallopian tubes, functional early menopause, persistent hot flashes, difficulty controlling body weight, significant alterations in her sexual experience, and psychological impact. Diagnostic results (normal ranges are provided in parenthesis if available): [ultrasound scan] (date unknown): which revealed the migration of essure. Case comments: a technical investigation will be conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4). Migration and entrapment of the essure in the uterus and the fallopian tubes [embedded device] fragments of essure are observed at the level of the left ovary and are removed [device breakage] migration of essure [device migration] abdominal pain [abdominal pain] chronic and debilitating pelvic pain [pelvic pain female] localized pain in the left iliac fossa that increased to become a completely disabling and continuous pain [iliac fossa pain] biliary colic [biliary colic] renal gravel [renal calculi] heavy bleeding [genital bleeding] early menopause [early menopause] persistent hot flashes [hot flashes] difficulty controlling body weight [inability to lose weight] significant alterations in her sexual experience, [sexual problem] psychological impact [psychological disorder]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("migration and entrapment of the essure in the uterus and the fallopian tubes"), device breakage ("fragments of essure are observed at the level of the left ovary and are removed"), device dislocation ("migration of essure") and abdominal pain ("abdominal pain") in a female patient who had essure inserted (lot no. C13142) for female sterilisation. Additional non-serious events are detailed below. Concurrent conditions were listed as abdominal pain and ankle sprain. In (B)(6) 2015, the patient had essure inserted. In 2019 she experienced pelvic pain ("chronic and debilitating pelvic pain") and abdominal pain lower ("localized pain in the left iliac fossa that increased to become a completely disabling and continuous pain"). Essure was removed on (B)(6) 2025. On unknown date she experienced embedded device (seriousness criterion intervention required), device breakage (seriousness criterion medically important), device dislocation (seriousness criterion intervention required), abdominal pain (seriousness criterion hospitalisation), biliary colic ("biliary colic"), nephrolithiasis ("renal gravel"), genital haemorrhage ("heavy bleeding"), premature menopause ("early menopause"), hot flush ("persistent hot flashes"), weight loss poor ("difficulty controlling body weight"), sexual dysfunction ("significant alterations in her sexual experience,") and mental disorder ("psychological impact"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy via midline laparotomy and). At the time of the report, the premature menopause, hot flush, weight loss poor, sexual dysfunction and mental disorder had not resolved. The outcomes for embedded device, device breakage, device dislocation, abdominal pain, pelvic pain, abdominal pain lower, biliary colic, nephrolithiasis and genital haemorrhage were unknown. The reporter considered abdominal pain, abdominal pain lower, biliary colic, device breakage, device dislocation, embedded device, genital haemorrhage, hot flush, mental disorder, nephrolithiasis, pelvic pain, premature menopause, sexual dysfunction and weight loss poor to be related to essure administration. The reporter commented: essure inserted in march 2015 for permanent sterilization. At the time of the implantation, the patient began to experience a series of severe and debilitating adverse events that did not correspond with the usual reported risks. The gynecological examinations consisted of cytology and breast palpation without radiological or ultrasound checks aimed at verifying the integrity and position of the micro implants. By the year 2019, the adverse events included chronic and debilitating pelvic pain, localized pain in the left iliac fossa that increased to become a completely disabling and continuous pain. Due to the persistence and intensity of the symptoms, the patient was forced to go to the emergency service of the urgent health center on multiple occasions, and the responses were overweight, biliary colic, and the presence of renal gravel; never, in any of those visits, was an ultrasound or other imaging test requested to rule out. Due to the persistence and worsening of her condition, in the year 2024 she was referred to the gynecology department of the hospital clinic, with a follow-up visit scheduled for three months later. However, before being evaluated, she had to go to the emergency service due to a severe episode of abdominal pain. At that time, a transvaginal ultrasound was performed, which revealed the migration of essure. Despite this finding, urgent surgery was ruled out, and she was placed on a waiting list. In the following months, she experienced very heavy bleeding and intense pain that forced her to go repeatedly to both the emergency department of the hospital clinic and to the finally, she underwent surgery on march 12, 2025 extraction of the device and sequelae: the patient underwent hysterectomy with bilateral salpingectomy via midline laparotomy. During the surgery, the doctors confirmed the migration and entrapment of the essure in the uterus and the fallopian tubes, along with an intense local inflammatory process as of today, and as a consequence of all the above, the patient suffers from permanent and irreversible sequelae, including: the irreversible loss of reproductive capacity resulting from the removal of the fallopian tubes, functional early menopause, persistent hot flashes, difficulty controlling body weight, significant alterations in her sexual experience, and psychological impact. Diagnostic results (normal ranges are provided in parenthesis if available): [full blood count] (date unknown): leukocytes at 11.42 109 /l (normal range = 4.00 ¿ 11.00); red blood cells at 3.74 1012/l (normal range = 3.80 ¿ 4.80); hemoglobin at 112 g/l (normal range = 120 ¿ 150); hematocrit at 0.330 l/l (normal range = 0.360 ¿ 0.460); neutrophils at 80.3% (normal range = 45.0 ¿ 75.0); lymphocytes at 13.0% 9 (normal range = 17.0 ¿ 55.0); neutrophils at 9.17 109 /l (normal range = 2.00 ¿ 7.00) [pathology test] on 25-mar-2025: on gross examination, a total hysterectomy specimen with bilateral salpingectomy is described, weighing 105 grams and measuring 10 × 6 × 3 cm, with a smooth, pink surface. The exoergic measures 2.4 × 0.8 cm and is whitish and smooth. On opening the specimen, a 4-cm endocervical canal and a uterine cavity measuring 3 × 2 cm are observed. Metallic devices are identified in both fallopian tubes, as well as a 2-cm area of discontinuity. One fallopian tube is intact and measures 2.5 × 0.6 cm. The other fallopian tube is received in multiple fragments, in which metallic remnants are also identified. Blocks: exocervix (1/2). 2¿7. Endometrium and myometrium (6/6). Intact fallopian tube (1/4). Representative sections of fragments of the other fallopian tube (1/4). Final diagnosis: secretory phase endometrium. Cervix, uterine body, and fallopian tubes without significant alterations. No histological evidence of malignancy [ultrasound scan] on 06-feb-2025: uterus in anteversion, linear endometrium in appearance (3mm maximum thickness). Homogeneous myometrium. Both essures can be visualized, the right one intramurally and the left one in contact with the endometrial cavity, without an intratubal portion. Ovaries of normal location, echostructure, and size. No free fluid; on 08-feb-2025: uterus in anteversion, linear endometrium in appearance (3mm maximum thickness). Homogeneous myometrium. Both essures can be visualized, the right one intramurally and the left one in contact with the endometrial cavity, without an intratubal portion. Ovaries of normal location, echostructure, and size. No free fluid; (dates unknown): which revealed the migration of essure and uterus in anteversion, endometrium with a homogeneous appearance and a maximum thickness of 10mm. Homogeneous myometrium. Both essuress are visualized in the same location as in previous ultrasounds. Ovaries of normal location, echostructure, and size. No free fluid. Batch number- c13142; manufacture date- 18-jan-2014; expiration date- 31-jan-2017. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analysis of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 06-jan-2026: quality safety evaluation of product technical complaint. Case comments: a technical investigation was conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.